Manufacturer narrative:
Evaluation results: per the customized dfu (pkg-dfu-cfx-2) warning statement in section 4.10 "guard against product damage by avoiding contact with sharp edges. Some tracheostomy tube holders contain velcro or metal clips which may have sharp edges. These sharp edges can come into contact with the eyelets and compromise the product integrity. A damaged eyelet can result in decannulation of the tracheostomy tube. Smiths medical recommends using the twill tape holder supplied with the product."the product is 100% inspected after manufacturing, prior to shipping to the customer.

Event description:
It was reported the flange of the tracheostomy (trach) tube was torn. Subsequently, a trach change out was required. No adverse patient effects were reported.

Manufacturer narrative:
One tracheostomy was returned for evaluation. Device was made with the 4c neck flange, an adult straight neck flange (83 mm ). The neck flange type selected by the clinician was the 4c neck flange. The ordering history for part number (B)(4) revealed that there has only been one lot produced. A query of the patient's name in the custom lab database did not reveal any other customized part numbers. Based on the template's specifications (3.0 mm ID, 25 mm proximal length and 39 mm distal length) and the information provided in the complaint description, it is hypothesized that the complainant previously used a standard stock product, 60pfs30. The standard product is built with a v-shaped neck flange and has a 3.0 mm ID, 20 mm proximal length and 39 distal length. If the customer wants the v-shaped neck flange on a shaft that is built with a 25 mm proximal length and 39 distal length, a new template will need to be provided by the clinician identifying the 4a neck flange. No corrective actions are planned at this time.